Event description:
Pt had lumbar drainage system in place. When the pt complained of headache and became hypertensive w/ ectopy, it was discovered that the drainage tube had come disconnected at the stopcock nearest the pt.